Event description:
On (B)(4) 2013 clinic notes dated (B)(6) 2013 were received that indicated the patient had two larger seizures in church on (B)(6)2013 and then 3-4 shorter ones in the car on the way to the ¿ed¿. It was stated that in the past when he has been more emotional, or upset, then he will be set off into a seizure. It was stated that the patient¿s seizures have changed over time; they used to be in clusters and now they are sporadic. He used to have episodes of zoning off, with or without stiffness. He still has a lot of spacing off, but it was stated that it was difficult to determine if he is just ignoring people or truly having seizures. It was stated that currently he is having 1-2 seizures per day. The clinic notes mention that it is unclear whether he ever had a good trial of the vns and the physician said that if they replace it, it may be that ¿he will just not put up with it again, and may have just as bad an experience as he had previously¿. The patient¿s mother however stated that she is willing to have the vns replaced. The physician indicated that he will start him on rapid cycling but at very low amplitudes and will increase the amplitude slowly in the hope that he will tolerate this approach better. Although surgery is likely, it has not occurred to date.

Event description:
A vns patient was seen in clinic on (B)(6) 2013 and their device was programmed on and testing performed. It was noted that the patient had high lead impedance over 10,000 ohms. The patient was referred for a surgical consult. No x-rays were taken. Their device was programmed back off. It was unknown what the cause of the lead issue was but the patient was having an increase in seizures since the previous device disablement so that was thought to be the cause. Possible a seizure event caused a lead break. During the time of their increased seizures they were not receiving any vns therapy as their device had been programmed off for several months. The patient's device had previously been programmed off on (B)(6) 2012 related to a sleep study and not turned back on. No surgery is planned at this time.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did cause or contribute to a death.

Event description:
It was reported that the patient's device had previously been programmed off for a sleep study on (B)(6) 2012. The patient was noted to have sleep apnea. This is addressed in medwatch number: 1644487-2013-01565. No surgery scheduled at this time until further work up with their surgeon. The patient's parents are interested in giving vns therapy another try. Per clinic notes dated ((B)(6) 2013) the patient's absence seizures during the day have decreased. They are rarely seeing a seizure during the day. He has been intractable to many medications with side effects to several meds, and he continues to have frequent seizures.

Event description:
X-rays were received for review. The generator was visualized in the patient's left chest. The angle of the film prevents full assessment of the interface, but the angle of the lead pin to the generator can indicates the lead is likely adequately inserted. The integrity of the filter feed-thru wires was able to be visualized. Some of the lead was visualized behind the generator. Strain relief was unable to be observed due to what appears to be a break in the lead near the top of the lead body. Patient manipulation has potentially caused the lead to be pulled away from the electrode site. One tie-down is found behind the positive electrode. Due to the angle of the x-ray, it is difficult to assess if the tie-down is placed as specified per labeling. Per cyberonics¿ labeling proper strain relief should include a 3cm strain relief bend that should begin at least 1cm below the anchor tether, and the bend should be secured parallel to the anchor tether. A large strain relief loop should then be formed and secured with an additional tie-down. The strain relief loop should allow for full neck movement. It appears that the patient was a ¿twiddler¿ and has manipulated the lead to break at the top of the lead body; likely twisting the lead near the site of the generator, and pulling the lead away from the electrode site, causing the lead to collect along the side and behind the generator. Multiple twisted lead loops are noted next to the generator. Based on the x-ray images provided, the most likely cause of the high lead impedance observed by the physician is the gross lead discontinuity and sharp bends of the lead wire found. Surgery is likely but not scheduled at this time.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Clinic notes were received indicating that the patient had pain at the generator site prior to replacement surgery. During the procedure, the surgeon noted that the patient's lead was twisted and may have been causing the pain.

Event description:
It was reported that the patient underwent generator and lead replacement on (B)(6) 2013. It was reported that the lead was in a knot and would be returned for analysis in pieces. The generator was returned to manufacturer for analysis on 10/23/2013; however, the lead was not returned. Analysis of the generator was completed on 11/07/2013. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator.